Manufacturer narrative:
There was no report received indicating that the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for pseudoaneurysm requiring intervention. It was reported that this was a mitraclip procedure, performed on an unspecified date. On (B)(6) 2020, a pseudoaneurysm was noted. Percutaneous intervention was performed and the event resolved on (B)(6) 2020. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the mitraclip procedure was performed on (B)(6) 2020. One clip was implanted, reducing functional mitral regurgitation (mr) from grade 3 to grade 1. Post procedure, a pseudoaneurysm was noted at the access site. Compression was performed; however, the pseudoaneurysm remained. An unspecified covered stent was then implanted. No additional information was provided.

Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the lot number/part number information was unavailable. The reported patient effect of pseudoaneurysm as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported pseudoaneurysm was related to procedural conditions from the mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1: physician's name.